Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt developed pleural effusion, and was tapped to draw 800 cc of blood. A chest tube was inserted into the pt and was discontinued 5 days later. It was also reported that the pump was making a "funny noise." The following day the pt developed an increase in temperature of 100.2 and complained of right-sided pain. Hemoglobin levels dropped from 8.3 to 7.4. The pt was monitored and labs were taken. Additional info was received from the vad coordinator that the pt recovered. The pt ended up going home with a PICC line and was on antibiotics for 14 days. The pt had cultures drawn which were negative. The pt also had follow-up chest x-rays which showed that the pleural effusion was resolved as well. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.